Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation. The actual device was not returned , therefore an evaluation of the actual device was unable to be conducted. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the additional information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on january 23, 2019. The suture broke and the device came apart. The anchor was deployed in the artery during a femoral angioplasty using a 6fr sheath. A pre-deployment angiogram was performed.

Event description:
Additional information received on january 14, 2019. The procedure being performed was an angiogram of the left leg. Manual compression was applied to achieve hemostasis. An ultrasound was performed on the entire leg and nothing was found. The blood loss was reported to be minimal.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section.

Event description:
The user facility reported that when the angio-seal evolution device was inserted and when trying to deploy the footplate went missing. The operator did not pull hard at all and could not find the footplate. An ultrasound of the leg was performed, however, the footplate could not be found. The patient was reported to be doing ok. The procedure outcome was reported to be good. There were no other devices or equipment being used with the reported angio-seal device.